Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned. The patient had an open heart surgery and during the procedure the leads were damaged. A new rv lead was successfully implanted. No additional adverse patient effects were reported.